Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported that the impella 5.5 purge fluid sidearm leur is cracked, causing purge fluid to leak. Bone wax was applied to leur which resolved purge alarms and continuous purge delivery with adequate purge pressure. The team monitored the motor current. The patient eventually had a wean and explant and survived the event.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Optical signal issue: clinical reported false position in aorta alarms. Position confirmed under echocardiography. The data logs confirm 'impella position in aorta' alarms. There were no motor current spikes outside p-level changes prior to alarm. The 5s parameters remained stable. The root cause of the optical signal issue was most likely due to patient condition causing false triggering of alarm as position was confirmed via echocardiography. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. Additional information provided: b5 d10 concomitant medical products and therapy dates. H6 medical device problem code. H6 type of investigation. H6 investigation findings. H6 investigation conclusions.

Event description:
Prior to the planned explant, it was additionally noted that a false position in aorta alarm occurred. Positioning was verified via echocardiography, and the issue had no impact on support.

Manufacturer narrative:
The investigation for the purge leak-pump has been completed. No product was returned for evaluation. Data logs were reviewed and real time logs from time of failure shows sudden drop in purge pressure and purge flow. Purge system open and purge pressure low alarms are triggered continuously. Clinical details noted that leak was coming from purge sidearm luer and leak was resolved when bone wax was applied to the luer. The root cause of the purge leak - pump was most likely due to a damaged sidearm but the exact location and cause of the leak could not be determined since no product or images were returned. Added- h6 impact code 4641